Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt experienced an unexplained bolus delivery on infusion device. Bolus was listed in history that was not programmed by pt. Blood glucose level was unk during this event. Pt also programmed a bolus that was not accurately listed in history. Blood glucose level was unk during this event, as well. Infusion device was not exposed to water or electromagnetic fields. Infusion device was dropped on the floor. The pt did not lose consciousness or require treatment from a healthcare professional or second party to address the issue. Infusion device was replaced and requested for evaluation. No additional info was provided.